Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with glucose rising to 350 and remaining elevated for about 90 minutes before the user changed all infusion supplies, including a contact detach steel infusion set; the user observed no abnormalities and later reported a shorter elevation of approximately 30 minutes. Symptoms included hyperglycemia and nausea. Outcomes included monitoring at home without alarms, alerts, or hospitalization. Investigation included user troubleshooting and education on infusion site and supply replacement. Investigation of this case revealed no device alarms and no observed device malfunction by the user, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.